Event description:
[Qa note: the event (B)(4) will address the three patient samples impacted for the european decision tree. For us regulatory purpose: - the first patient sample impacted will be addressed in the event (B)(4). - the second patient sample impacted will be addressed in the event (B)(4). - the third patient sample impacted will be addressed in the event (B)(4). We are still having issues with dxi 1 (instance (B)(4) whereby the software is crashing causing problems with analysis. In the early hours this morning (23/01/25) 3 samples were sent to dxi 1 by the track at 01:47, 02:10 and 02:10. A dialogue box appeared on the screen with the message "data cannot be identified", and the troponin requests were not fulfilled. You can see from the attached event log (filter set to 'all events') that there are no error messages associated with analysis at these times. The fact that the analyses were not being completed went unnoticed by the bms, and unfortunately caused a delay of over an hour on the reporting of these results, by the time the problem was picked up and the samples re-introduced to the dxi for analysis. Please can we have a case number? We are keen to sort this issue as it is now impacting on the analysis of patient samples and the timely release of results.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). The customer did not supply patient demographics such as age, date of birth, gender, weight, ethnicity or race. H3 and h6: per the review of the events log, event related to the database size management service was activated at 02:00 am and completed at 02:01 am. There was no event related to a ¿run started¿ at the time of the event suggesting that the instrument did not start the run related to the 3 patient samples. The customer reported that another dialogue box error related to the following message ¿the system cannot find the file specified¿ occurred on (B)(6) 2025. Per dxi service manual, this error is related to a backup failed error. It can occur if the usb flash is not recognized by the user interface or named correctly. The error can also occur if the (e:) drive and (d:) drive are swapped. Customer technical support (cts) assisted the customer by mail on 24-jan-2025. She asked the customer to do a database maintenance and sent her the related procedure. The customer confirmed that they will do the maintenance and monitor the situation. The customer reported that the issue did not reoccur on (B)(6) 2025. In conclusion, there is sufficient evidence provided to reasonably suggest a software malfunction was the likely cause of this event. The customer performed database maintenance to correct the issue. Note: three MDR reports will be submitted, one for each of three patients involved in this event.